Event description:
The following has been reported by customer: "for several months the device has indicated the presence of air bubbles before starting treatment, customer has to turn the device off and on (sometimes it's ok it works, sometimes no. Worse, in the last few weeks. Customer had to take another device to be able to administer the med to the patients..." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Some alarms were found but data is insufficient to confirm the reported event or to be linked to a quality issue of the device. The device was not returned to brézins as repairs were carried out locally. According to provided information, the reported event was reproduced, and the air sensor has been changed that solved the issue. The quality control is compliant. The defective air sensor was sent to brezins for further investigation. Once in brezins, the defective air sensor was investigated through an internal CAPA. A drift of value of the air sensor (340mv at 1.075mhz) was noticed leading to random functional alarm and most likely due to a degradation of ceramics. This complaint is considered as valid and the root cause is likely due to a defective air sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.